Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately common iliac artery and external iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the second inflation at 8 atmospheres for 3-4 seconds, the balloon ruptured vertically along its entire length. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.